Event description:
Procedure undertaken to resolves deep sepsis developed approximately 1 week after polarstem implantation. Procedure details unspecified; issue resolved; polarstem is still in situ, no revision took place; right hip.